Event description:
Philips received a complaint on an earlyvue vs30 indicating the non-invasive blood pressure (nibp) cuff is not working, as the pump continues to pump above 200, which caused pain to the patient. In addition, an error was sometimes displays indicating the nibp hose is blocked. It was determined the nibp hose required a new connector, so the connector was replaced to resolve the issue.

Manufacturer narrative:
Additional information was received which indicated the inflation issue caused discomfort and pain that was immediately relieved upon deflation of the cuff. There was no permanent damage and not intervention was required to treat the patient. The age of the cuff was unknown, and the customer did not see this as a cuff issue, but a monitor issue. Analysis was performed by onsite service personnel which included troubleshooting and functional testing. The results of the analysis determined that the blood pressure (bp) cord needed a new connector. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty connector to the bp cord. The issue was resolved by replacing the bp cord connector. The device was tested to ensure proper operation and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.